Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was difficult due to patient anatomy. Two clips were placed without issue. A third clip was selected and positioned to further reduce tr. However, right after deployment, the clip became mobile and imaging showed that the posterior leaflet came out from the clip remaining only on the septal leaflet in a single leaflet device attachment (slda). They decided to place a fourth clip to stabilize the slda clip and reduce tr. While the fourth clip was in the right ventricle to capture the septal and posterior leaflets, it became entangled with the slda clip, and it was unable to release. Physicians decided to capture leaflets with the fourth clip while it had interaction with the slda clip. As a result, the clip was able to capture the leaflets and deployed. The slda clip was stabilized and tr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and slda appear to be related to patient morphology/pathology due to the rotated heart. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was difficult due to patient anatomy. Two clips were placed without issue. A third clip was selected and positioned to further reduce tr. However, right after deployment, the clip became mobile and imaging showed that the posterior leaflet came out from the clip remaining only on the septal leaflet in a single leaflet device attachment (slda). They decided to place a fourth clip to stabilize the slda clip and reduce tr. While the fourth clip was in the right ventricle to capture the septal and posterior leaflets, it became entangled with the slda clip, and it was unable to release. Physicians decided to capture leaflets with the fourth clip while it had interaction with the slda clip. As a result, the clip was able to capture the leaflets and deployed. The slda clip was stabilized and tr was reduced to grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.